Manufacturer narrative:
The seal of the event unit was returned to applied medical for evaluation along with a rubber fragment. Visual inspection confirmed the complainant's experience of seal component separation. The rubber fragment completed the missing portion on the septum, a rubber component of the seal. The duckbill, a rubber component of the seal, was not returned for evaluation. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: "lap hiatal hernia". Event description: "a piece of rubber came off of the trocar in the patient during lap hiatal hernia with dr. [Name].". Additional information was received via email from account manager, on thursday (B)(6)2018 at 8:23 am "the duckbill came dislodged during the procedure." Patient status: "no patient injury".